Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. Additional information from the field representative indicates that this lead exhibited noise on the electrogram (egm) and low pacing impedance due to suspected breach in the lead's insulation. This lead was successfully replaced. No additional adverse patient effects.